Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract and the needle sheared the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. This possible lot (7311910) was built and packaged on afa line 11 on 10nov2017 through 15nov2017 for the quantity of 528,00ea. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Visual analysis: observations and testing: although samples were not received a photo was provided for observation of this incident. The photo revealed a 20g bd iag IV bc catheter unit which consisted the catheter/adapter assembly and the needle/hub assembly with barrel. Visual examination: the needle was pierced through the tubing wall near the tip. There were traces of thick media present within the adapter, flashback chamber and distal tip of the catheter tubing. Blood in the tip of the catheter tubing is evidence that the catheter was intact with the needle when site access occurred. Needle position and hub position were observed to be slightly displaced, an indication that the needle/hub had partially retracted and was somehow restricted. A cause for the restriction cannot be determined by evaluation of the provided photo. Investigation samples(s) meet manufacturing specifications: no; the unit revealed spear thru (cut through tubing wall with ¿v¿ shape characteristics). Conclusions: confirmation of the defect of (1) needle retraction failure was conclusive with the observation of the photo provided for this incident. Confirmed the safety mechanism was initiated and the needle was restricted from complete retraction. Confirmation of the defect of (2) needle through catheter was conclusive based on the observations of the photo provided for this incident. Confirmed the needle was piercing through the tubing wall near the tip and there were traces of thick media present within the catheter tubing wall, adapter and flashback chamber. Did the evaluation confirm the customer¿s experience with the bd product? Yes (1) confirmation of the failure needle retraction failure experienced by the customer was conclusive based on the evaluation of the photo provided for this incident. Yes; (2) confirmation of the failure needle through catheter experienced by the customer was conclusive based on the evaluation of the photo provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a; reproduction was not achieved as units were not provided for this incident. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the description of the complaint. The root cause is indeterminate.

Manufacturer narrative:
Device manufacturing location correction: the following field(s) have been corrected medical device manufacturing site #: (B)(4).